Event description:
Add'l info rec'd from MFR 10/23/02: absent identification of the pt name or serial number of the reported units, disetronic is unable to investigate further. In the event that they receive the requested data, they will submit a follow-up to request.

Event description:
Problems getting the piston rod to retract on several occasions.